Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 7.4 mmol/l at the time of the incident. The customer stated that the battery was low and installed a new aa battery into the insulin pump. The display was flashing white and black. The customer was assisted with troubleshooting and the display did not return. The customer stated the contacts on the battery are damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer will be sent a replacement battery cap.